Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One used decontaminated sample 10009163-002 7mm deht blu suctionaid sub-assy was received for investigation. Within this investigation we inflated affected sample by spare syringe. We can confirm that no issues were observed during this inflation. No fault was found. No trend of similar complaints was identified. The cause of the reported problem could not be determined.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes bluselect leaked. The customer intubated the product into the patient from regular replacement. When he put air in the cuff, the pilot balloon did not inflate at all. He suspected something was wrong with the one-way valve. No patient injury.